Event description:
It was reported a spectrum pump's "general mode will not program medication or ivs." It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval was unable to confirm or reproduce the reported symptom of "general mode will not program medication or ivs." Based on the evidence found in the history log, the unit was programmed at the same rate (63 ml/hr) and volume to be infused (250 ml) last entered in the history log using the basic mdl found under gen care. Eval found the unit to successfully complete the infusion without discrepancy.